Event description:
During administration, the needle on this duopross syringe fell off. The radiopharmaceutical contaminated the face of the nuclear medicine technologist. The technologist also stated that he previously had a needle come off a month or two before, but had no problems with administration.